Event description:
It was reported that the patient presented to the hospital due to the right ventricular (rv) lead exhibited loss of capture. During the procedure, the stylet had failed to advance in the lead and the rv lead had helix mechanism issue resulting in failure to extend and failure to retract. Additionally, the physician noted an insulation damage on the lead. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were "increase in lead threshold", "resistance to the wire entering the inner cavity of the lead", helix mechanism issue, and "wrinkles on the outer insulation layer". The reported events of helix mechanism issue, "resistance to the wire entering the inner cavity of the lead", and "wrinkles on the outer insulation layer were confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination found the outer insulation was twisted due to overtorquing consistent with procedural damage. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. The stylet insertion/ removal test was not performed due to overtorqued inner coil. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of "wrinkles on the outer insulation layer", "resistance to the wire entering the inner cavity of the lead", and helix mechanism issue was isolated to overtorqued of the inner coil and helix being clogged with blood/ tissue. The reported event of "increase in lead threshold" was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths cause by overtorqued inner coil at the connector region consistent with procedural damage.